Event description:
The routine dosimetry performed as part of the quality assurance program discovered that there was low x-ray radiation output at the top end of the canister. The unit was immediately taken out of service. This problem was not detected by the radiation indicator labels because these were placed near the bottom of the canister where the radiation dose was acceptable.

Manufacturer narrative:
A review of the data and circumstances seems to indicate that the likely root cause was an incorrect signal being sent to the power supply, either because of a faulty control board or due to a damaged or corroded cable connection between the control board and power supply. The problem had gone undetected by the control system. After receiving a new power supply and cable, the unit performed as per specification.